Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's other relevant blood glucose level was 30 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a possible low blood glucose in the 50 mg/dl range. The customer experienced symptoms such as thrashing around and being unable to speak. The customer treated the possible low blood glucose with glucose tablets. The customer reported having issues with the transmitter. The issues with the transmitter occurred after the possible low blood glucose event. The customer damaged the transmitter when he was thrashing around. Troubleshooting was provided. The customer reported that they were able to fix the issue with the transmitter. The insulin pump will not return for analysis. The customer stated that they do not use the auto mode feature. Frn-unk-rsvr ozo-unk-snsr unomed set mds-unk-xmtr.